Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The sample has been requested, but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the device was working fine but then stopped sealing completely. It is unk if regrasp alarms or end tones were heard when sealing issues occurred. The surgeon opened another device and finished the procedure with no further difficulties. There was no pt injury.